Event description:
Event description guidant received information that this transvenous defibrillation lead and this cardiac resynchronization therapy defibrillator (crt-d) exhibited a yellow warning screen that a shorted lead condition had been detected. A lead issue is suspected. It was reported that this device will be explanted. A guidant technical services (ts) consultant recommended testing the lead during the device changeout procedure to assess lead integrity. To date, there have been no reported patient symptoms associated with this clinical observation.